Event description:
A volume discrepancy was initially reported. Actual residual volume (arv) was greater than the expected residual volume (erv); arv: 11 at previous refill, and 10 at last refill, erv: 2.5 at previous refill, and 0.9 at last refill. Pt experienced return of symptoms, especially increased pain since the past two months. A roller and dye study were planned for the day. It was later reported that a dye study was performed that showed a patent catheter, however it was noted that there was no dye in the epidural space. Pt had had pain in back as the dye was injected. Physician decided to send the pt for imaging, suspecting a granuloma. Drugs delivered via the system were 30mg/ml morphine daily dose 15.982, 35mg/ml bupivacaine and 50mcg/ml droperodol. A follow-up report will be sent if add'l info becomes available.

Event description:
Additional information: it was reported that the patient was seen by the hcp in (B)(6) and diagnostic tests were done on pump and catheter. Patient was not getting any quality therapy through her system and returned to (B)(6). Doctor was under the impression that the patient had a granuloma so a procedure to correct that was performed. They cut the catheter at anchor site and added a new intrathecal portion while the catheter was capped. The surgeon wanted to verify that drug was being pushed through the pump portion of the catheter. A bolus was administered, however no drug came so then it was thought to watch the rotors turn and a rotor study was done; however the rotors did not turn. Hcp wanted another bolus run so they did a 1 ml bolus over 3 mins to watch the rotors turn to see if any drug would come out that portion of the catheter. None did and the rotors did not turn. So after four boluses and rotor studies when the rotors did not turn, physician elected to go ahead and replace the pump as well. The intrathecal portion of the catheter remains in the patient and is not being used. It was not known what stalled her motor. Patient had reported a lack of therapy for approximately 6 months. It was further stated that after they had run a couple rotor studies, the doctor wanted to run a little bit bigger bolus. The catheter was disconnected so there was no risk to the patient. But the doctor wanted to run a little bit larger bolus to watch under live flouro to see if the rotors would turn. A 0.1 ml bolus was run, which was believed would have taken closer to 6 mins or so; however it seemed like the minimum time that noted to run that large a bolus was less than expected. They ran two 1 minute boluses and two 3 minute boluses. Programmer said there was 17.8 ml in the reservoir; a little over 19 ml was withdrawn from the pump. The pump and a partial catheter were received and catheter occlusion was noted; it was unclear from the reports whether the patient had a granuloma.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed a deformed pump tube, gear train anomaly and corrosion. The pump showed an odd graphing issue; it was discovered that the pump tube was deformed, swollen, and had migrated from the outlet side of the pump toward the inlet side. It was concluded that all of these issues with the pump tube can cause the graphing to take on an odd appearance. A pump tube leak testing was performed and no leaking was found. The pump printouts/ logs showed a one hour motor stall (that occurred in (B)(6)) along with the attempts to do rotor studies (rotor studies done in april). Visual evidence showed that the pump tube was deformed and swollen to the point that may have caused friction with the pump tube guides on the pump head, which can produce a motor stall. Visual evidence also showed the start of some dark material to gather on the upper shaft of the rotor magnet which could produce or eventually produce a motor stall. No stalls occurred during lab testing. While checking for the rotation of the pump head it was observed during the first test that the pump head only rotated 20 degrees which would be difficult to see during fluoroscopy. The other two tests were performed and moved the pump head quite a bit, over 60 degrees, which was visible on x-ray. It was noted in the pump printouts that the rotation tests that were performed by the physician were not in the simple continuous rate that needs to be set to the lowest setting; further the printout and log data showed that the pump did not stall during those rotation tests. Pump passed the dispense accuracy and volume infusion accuracy testing. The volume discrepancy was not confirmed during analysis and it was concluded that this could be due some other outside factor such as a sc type catheter which could have had an occlusion and then was corrected when disconnected or cleared some other way. Returned for analysis was the spinal segment of the catheter; analysis of the same revealed a user related hole in the catheter body surrounded by a darkened area. It was concluded that the dark area was an indication that an occlusion could have occurred due to the fluid inside of the catheter drying out.

Event description:
Additional information reported that there was no granuloma found. The patient's physician was to wait until the next pump medication refill in order to see if a pump volume discrepancy existed. The patient's status was not known at the time of this report. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc, lot# n211903006, implanted: (B)(6) 2009, partially explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.